Event description:
The pt reported that the "down" arrow button was slow to respond on the keypad. The "down" arrow button did not spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "down" keypad button was intermittently responding. The "up" and "ok" buttons were responsive to user inputs and did click and spring back normally. The keypad was removed and the "down" key contact was misaligned. Additionally, the "down" key contact became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.